Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 4/11/2019 resulted in defect found; returned test strips produced high readings. Test strip UDI #: (B)(4). Final root cause investigation: rc-061 storage outside specifications. Rc-072 vial left open for an extended period of time. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter .

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 118, 122, 148, 111 and 116 mg/dl. The customer's expected fasting blood glucose test result is 80 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2019, she was at home when her body had seized up and she could not move. Customer stated that she had fainted but had been able to call 911. When emts arrived, they performed a blood glucose test with their meter and customer's result was 73 mg/dl fasting. Customer stated before she had fainted she had performed a blood glucose test fasting using her meter and had obtained a result of 122 mg/dl fasting, taken within 15 minutes of each other. The diagnosis was low blood sugar and customer was given IV glucose. Customer's blood glucose test result after the IV glucose was 99 mg/dl non-fasting. Customer was discharged the same day. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 02/29/2020 and the test strips were opened about two months ago. The meter memory was reviewed for previous test result history: (B)(6).